Manufacturer narrative:
D9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and not returned to manufacturer¿ were selected in error on the initial report), h6 (type of investigation code ¿4114¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user¿s understanding of device handling/reprocessing steps being different from the recommendation by olympus. Olympus experts have since conducted training on correct device handling at the user facility. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist (ess) observed improper leak testing procedures of the evis exera iii colonovideoscope. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) performed a reprocessing in-service to demonstrate the correct leak testing procedures with the customer. The ess explained the importance of following the leak testing process to avoid damaging the scope. It was noted that the technician was putting the scope in the water before hooking up the leak tester. The technician was also unhooking the leak tester in the water. This process of detaching the leak tester under the water caused water to get into the leak tester cord and scope ethylene oxide (eto) valve. The ess also observed fluid invasion in mb-155 and this fluid invasion can damage the scope and lead to communication error issues. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.